Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the trilogy o2 device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, review of the event log revealed an error indicating an oxygen blender module failure had been recorded as a ventilator service required alarm. This error indicated that a failure of the oxygen sensor on the oxygen blender board had been detected. The technician recommended replacing the device's oxygen blender board to address the error code. Subsequently, after the replacement of the device's oxygen blender board the device failed the functional test to measure the flow volume on the airflow delivery side. The technician recommended replacing the device's sensor board to address the test failure. Additionally, the device's trilogyo2 pn1 kit was replaced as regulated by the periodic maintenance 1 that was performed. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.